Event description:
Customer alleges four (4) potential false negative henry schein one step+ hcg urine cassette test. On (B)(6) 2014 a (B)(6) y/o female patient, with a last menstrual period (lmp) on (B)(6) 2014, presented at 9:20 and tested negative on the henry schein one step+ hcg urine cassette test prior to nexplanon implant procedure. On (B)(6) 2014, the patient tested positive x3 on an unspecified home pregnancy test. In the physician's office she tested faintly positive on an alternate over the counter pregnancy test and tested negative x3 on the henry schein on step+cg urine cassette test. Kits stored at room temperature and opened at time of testing. Fresh sample collected right before testing, urine clear, no particulates on any sample. Followed 3 drop procedure, read time 3 minutes, but no timer is used. Lines did not appear after the read time. No external controls used internal control lines appeared no additional information provided.

Manufacturer narrative:
Investigation pending.